Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent exploratory laparotomy, lysis of adhesions, and ventral hernia repair with composix mesh. On (B)(6) 2007 - pt underwent cardiac catheterization with right and left coronary artery angiograph, right femoral artery angiography. On (B)(6) 2008 - pt underwent recurrent incisional hernia repair. During surgery the mesh was encountered and noted to be well incorporated and not infected.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. This is a pt who has a history of heart attack and has hyperlipidemia. It appears that during the (B)(6) 2008 repair procedure the composix mesh was manipulated to correct the recurrence, it was not excised. Currently, it is unk whether the device may have caused or contributed to the reported event. The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. Additionally, the medical records did not include product identifiers, nor was a sample returned for eval. With the current info available, no conclusion can be drawn.